Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported complaint. No image was visible due to a damaged cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was no image on the monitor screen from the camera head. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, no image appearing was confirmed to be due to a faulty cable . A definitive root cause for the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was provided in b5. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received which stated that the procedure was a cystoscopy, the procedure was successfully completed using a similar device, customer stopped using device and call fse to investigate on-site, and there was no impact on the patient.